Manufacturer narrative:
Reported event of no conductive telemetry was confirmed. The device was unable to establish telemetry upon receipt. The device was cut open and found to be above elective replace indicator (eri) level. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in loss of telemetry of the device.

Event description:
It was reported that the patent presented for aveir leadless pacemaker (lp) implant. During implant, the atrial lp failed to establish conductive telemetry with the programmer. The procedure was completed using an alternate atrial lp on (B)(6) 2025. The patient was stable.